Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a partial mastectomy on (B)(6) 2019 during which a biozorb was implanted. Patient had a prior diagnosis of breast cancer. Patient reported that she suffered from hard painful lumps, open wounds, infections and sores on her breast, pieces of biozorb coming though her skin and migration. Patient reports she is in constant pain and discomfort. No other information is available.

Manufacturer narrative:
After additional medical review it was determined that on (B)(6) 2019 a 69 years old, female patient with a weigh of 114lbs, caucasian, received a biozorb placement during a radio seeded localized partial mastectomy, left deep axillary lymph node biopsy and placement of a 2x2cm biozorb sutured in place at 4 points with 3-0 pds. This was followed by immediate oncoplastic reconstruction. Pathology revealed a 2.3x1.8x1.5cm stage 1a pt2 pn0 m0, ER/pr+, her2/neu - breast cancer. Immediate post operative course complicated by delayed healing of the bilateral areolae treated with topical ointment, which delayed radiation therapy. At 10 weeks post op the right breast had healed but the left breast inferior areola had an opening with purulence, treated with wound packing. By 15 weeks post op, both wounds had healed. Patient underwent radiation therapy and treatment with letrozole. Approximately 2 months after radiation (around (B)(6) 2020) patient experienced left breast pain, redness and discharge. Started with antibiotics. Symptoms improved but she continued to have "significant pain", referred to plastic surgeon. Patient reported "not happy with plastics outcome" and wanted referral to different plastic surgeon. Surgical note indicated "the area that is open was the last place healed post operatively. This area has likely become fragile from radiation and macerated from the deformity of the nipple." On (B)(6) 2020 notes reported that her left breast healed. On (B)(6) 2021 the patient reported plastic came out of her nipple and she brought it to her physician, "the material she extruded is consistent with a tumor marker that was placed at the time of surgery to marker her tumor bed for radiation therapy¨. Images showed clips and plastic reported to have come from her breast. Patient received another round of antibiotics and breast symptoms reported to be resolved. Medical history of asthma (treatment oral steroids), history of skin cancer, and passive tobacco exposure palpated a mass in her left breast, this was confirmed by mammography, ultrasound and then biopsy to be invasive ductal ca. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Manufacturer narrative:
It was reported that a patient underwent a partial mastectomy on (B)(6) 2019 during which a biozorb was implanted. Patient had a prior diagnosis of breast cancer. Patient reported that she suffered from hard painful lumps, open wounds, infections and sores on her breast, pieces of biozorb coming though her skin and migration. Patient reports she is in constant pain, emotional distress and discomfort. No initial evaluation could be performed because there was no returned sample for this complaint the sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: migration, pain, infection, device erosion through skin, deformity, delayed wound healing a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Migration: although the marker introduces some device-specific risks, such as adverse reaction to device materials or device migration, the overall safety profile of biozorb appears comparable to lumpectomy alone, with many complications likely related to the surgery rather than the device. Careful postoperative management and monitoring can help mitigate these risks. Additionally, biozorb shows lower adverse event rates compared to lumpectomy alone, likely due to the longer-term monitoring in biozorb studies versus the short-term follow-up typically used in lumpectomy literature. Pain: biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Infection: biozorb (0% to 5.6%): infection rates associated with biozorb ranged from 0% to 5.6%, with 1.9% of patients across studies experiencing infections. In some cases, infections were severe enough to necessitate device removal, with 5 out of 17 infections leading to removal in a registry study. Given that infection is a known complication of lumpectomy, it is likely that some infections reported in biozorb studies are related to the surgical trauma from the lumpectomy procedure, especially in cases involving re-excisions or extensive tissue manipulation. Lumpectomy (2% to 10%): infection is a recognized complication of lumpectomy, with rates ranging from 2% to 10%. Fernando et al. Reported an infection rate of 2.6% for traditional lumpectomy, while boniface et al. Found infection rates of 2.1% for breast-conserving surgery (bcs), rising to 4.6% for those undergoing mastectomy. Erosion / delayed wound healing (tissue damage / necrosis / scar tissue): biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Deformity (physical asymmetry / disfigurement): rahimi 2022 (rahimi a, simmons a, kim dn, et al. Preliminary results of multi-institutional phase 1 dose escalation trial using single-fraction stereotactic partial breast irradiation for early-stage breast cancer. Int j radiat oncol biol phys. Mar 1, 2022;112(3):663-670. Doi: 10.1016/j.ijrobp.2021.10.010) concluded that cosmetic outcomes were preserved, with no significant cosmetic detriment across any dose cohort, suggesting that single-fraction s-pbi does not negatively affect patients' physical appearance post-treatment. Both patient- and physician-reported cosmetic scores were consistently favorable over 12 and 24 months of follow-up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.